Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient currently on arctic sun device with one small universal pad connected. Weight of patient was too small for xxs pads which was the smallest size they currently have. Patient has been on therapy for 5 days now. It was maintaining temperature and cooling the patient, but the last 2 days patient did not seem to be cooling. Patient weight 12 kilograms. Been alerting low flow. Mis explained for patient weight recommended pad application would be 3 small universal pads. Wrap 2 pads loosely around chest and abdomen. Add a third pad around the legs. Nurse stated they have no more universal small pads. Flow rate was 0.4 lpm. Mis discussed importance of flow rate for functionality. Nurse has a set of xxs arctic gel pads nurse would connect to boost flow rate. Emailed pediatric pad size qrgs.

Event description:
It was reported that the patient currently on arctic sun device with one small universal pad connected. Weight of patient was too small for xxs pads which was the smallest size they currently have. Patient has been on therapy for 5 days now. It was maintaining temperature and cooling the patient, but the last 2 days patient did not seem to be cooling. Patient weight 12 kilograms. Been alerting low flow. Mis explained for patient weight recommended pad application would be 3 small universal pads. Wrap 2 pads loosely around chest and abdomen. Add a third pad around the legs. Nurse stated they have no more universal small pads. Flow rate was 0.4 lpm. Mis discussed importance of flow rate for functionality. Nurse has a set of xxs arctic gel pads nurse would connect to boost flow rate. Emailed pediatric pad size qrgs.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.